Event description:
Affiliate reported that the device was placed following proctectomy and removed five days later. An intestinal perforation was found at reoperation 13 days following placement of the device. Necrotic tissue was excised and intestine repaired. Pt is recovering.